Event description:
It was reported that this patient underwent a left shoulder replacement. Subsequently, they had a revision surgery for pain and decreased function. Intraoperative findings demonstrated extensive polyethylene wear of the glenoid component, with wear to the underlying metal pegs resulting in metallosis. The glenoid component was noted to be fractured into two parts. Revision surgery was performed with conversion to a reverse total shoulder arthroplasty. The humeral stem from the index procedure was retained in situ. The patient was last known to be in stable condition following the event.